Event description:
Patient with end stage renal disease treated with dialysis. Presents to interventional radiology with clotted loop graft in right forearm. Successful declot. Occlusion at venous anastomosis treated with plasma thromboplastin antecedent (pta) and 7 mm viabahn stentgraft. Rubber tip of 6 fr trerotola thrombectomy device broke off in soft tissues at elbow (not intravascular). Area covered with stentgraft. Good flow post intervention. Plan: graft patent. Ok to dialyze via graft. Rfo discussed with patient and family via interpreter. This should not be of any negative sequel. No follow-up needed.